Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the clinician experienced difficulty when threading the spring wire guide. As a result, a second kit was opened and was placed successfully. There was no delay in treatment and no pt death or complications reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.